Event description:
The graft was implanted for a repair of an abdominal aortic aneurysm. A hole was observed in the graft's bifurcation. The quantity of blood that leaked through the graft is unk. The leakage was stopped with sutures. The graft was left in. The patient's condition is reported as stable.